Event description:
A home pt contacted baxter's technical service center for assistance in doing a manual drain as pt "felt full at end of (their automated peritoneal dialysis) therapy", using their homechoice machine. After reviewing the alarm log it was discovered that the home pt had received a system error 2240 alarm during dwell 2/4 of their therapy; subsequently, the home pt cycled the power on/off several times and started a new therapy session using the same supplies. While in the new therapy session the home pt bypassed the initial drain cycle. Baxter's technical service center assisted the home pt in manually draining. Per the home pt, a leak was noted in the center of the top section of the supply bag after receiving the system error 2240 alarm, however, the home pt continued to utilize those supplies. The home pt reproted having to unstick the administration port from the body of the supply bag prior to use. This was done after doing a check for leaks in the supply bag, which resulted in no leaks being noted. Per the home pt, they were diagnosed with peritonitis shortly following this incident. Reportedly, no hospitalization was required, the home pt was treated as an out-pt with antibiotics and has since fully recovered.